Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that the patient faced similar events of bent cannula with six infusion sets. The symptoms were noticed 3 or more hours after insertion. The set was in use for 1 day. The site of insertion was abdomen and was rotated regularly. Patient replaced infusion set and resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 6